Event description:
During surgery, the inner introducer broke and the tip of the inner introducer was left in the hansson pin. The surgeon exchanged the pin and another substitute instruments was used to finished the surgery. The delay of surgery was about 2 hours.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. The production records were reviewed and show this device was manufactured 7 years ago, therefore, it cannot be excluded that it was used multiple times. The labeling review shows that: the hook is activated by turning the introducer handle clockwise whilst gently pushing medially on the introducer assembly, to avoid inadvertent lateralization of the pin position. Continue turning the introducer handle to completely deploy the hook using image intensification. A mechanical stop is provided by the inner introducer, at the point when the hook is fully deployed. The op tech also states: do not excessively tighten the inner introducer, in order to facilitates further disassembly. Based on investigation results, this case could be classified as use-related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided or if the affected device becomes available, the investigation report will be updated. The device was not received for evaluation.

Event description:
During surgery, the inner introducer broke and the tip of the inner introducer was left in the hansson pin. The surgeon exchanged the pin and another substitute instruments was used to finished the surgery. The delay of surgery was about 2 hours.